Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from (B)(6) 2014. Black box and histories for issue on (B)(6) have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. The display is dim; letters have a red hue.

Event description:
On (B)(6), 2012, the patient alleged she had blood glucose of 369 mg/dl with symptoms described as ketones and nausea. Her blood glucose reportedly has been running high for several weeks while she had trouble with her pump. There is no evidence that the pump was working improperly or that the device contributed to the patient's injury. The animas representative involved in this contact determined that there was no evidence of a mechanical malfunction of the pump. The cannulas were not kinked and there was no noted trouble with the infusion sets. No redness, soreness, or signs of infection were observed. The connections were secure. No air was noted in the tubing or cartridge. The patient was using clear, unexpired, and refrigerated humalog insulin. The patient's time/date were correct. The patient's basal rates and boluses were correct. All totals added up correctly. No associated alarms were observed in the pump history. The patient denied having new medications, activity changes, or illnesses. The animas representative instructed the patient to contact her health care provider to assess possible causes of blood glucose elevations, and to discuss possible changes to her insulin regimen and possible site selection options. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy.